Event description:
It was reported to philips that the device fell out of a car and the display was damaged. There was no patient involvement. The field service engineer (fse) evaluated the device and found the display damaged. The display needs to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. A quote for the display was given to customer. The device functions normally.